Manufacturer narrative:
Expiration date- the expiration date is 04/30/16. Concomitant medical device: sterrad® 100s, serial number (B)(4). Device manufacture date is 10/2014. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier, there were no anomalies were observed during DHR review that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 04/22/2015 to 10/19/2015 and trending was not exceeded. The sra indicates the risk associated with a hazard of 'quality problem with no impact on safety' is "low." The suspect product was returned to the supplier for visual evaluation. Production color, appearance, text size and dimensions met specifications. The chemical indicator issue could not be duplicated and root cause related to the event could not be determined. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 280411-05.

Event description:
The customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.